Event description:
2 lives left. Wouldn't release from arm, bipolar wouldn't work (changed blue cord) had to pry off arm - re-drape arm get another instrument and used the key on it. Manufacturer response for fenestrated bipolar forceps, fenestrated bipolar forceps (per site reporter). A credit was given.